Event description:
A malfunction was reported on the customer's pump, indicating a malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level. Tandem technical support resolved the issue by sending a replacement pump equipped with updated software. The customer was instructed to use multiple daily injections as a backup therapy.